Event description:
Customer complaint reported as: "ett kinked at the nasopharygeal zone at the area of the soft palate while being secured in place wtih the anchor fast device. The kink happened while weaning the patient off of sedation." It was reported that there were no residual effects from this. The alleged issue resolved by extubating and reintubating the patient. The patient was ventilated via bag on an interim basis before reintubation. It was reported "the new tube was fixated with a "standard fixation" of the hospital (white hook-and-loop straps)".

Manufacturer narrative:
(B)(4). The sample was returned for investigation. A visual exam was performed and it was observed that the side arm was broken and a stain mark was on the tube, indicating that the tube was used. There no kink marks found on the tube. Based on the investigation, the complaint on tube kinked could not be confirmed. There were no kinks found on the returned sample.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: "ett kinked at the nasopharyngeal zone at the area of the soft palate while being secured in place with the anchor fast device. The kink happened while weaning the patient off of sedation." It was reported that there were no residual effects from this. The alleged issue resolved by extubating and reintubating the patient. The patient was ventilated via bag on an interim basis before reintubation. It was reported "the new tube was fixated with a "standard fixation" of the hospital (white hook-and-loop straps)".